Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged mild headaches and getting a little white thing in his tissue when takes his mask off and blows his nose. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Dust/dirt around the air inlet and iso port. Grey film on the front and rear panel. Dust on blower was observed. Water ingress in blower box. Dark contaminant found at blower seal on blower box. Dust/dirt contaminant was observed around the air inlet and iso port. Pil found a grey film on the front and rear panel. Dust/dirt contaminant on the blower was observed. Potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. There was black contamination, consistent with keratin, at the air outlet of the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors logged. The investigation confirmed no evidence of degraded sound abatement foam but presence of dust/dirt contamination was observed around the air inlet and iso port. Section h6 health effect - clinical code corrected. Section d8, d9, h2, h3 and h6 has been updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058